Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been a complaint to the FDA where the only thing mentioned was the error code 8987 and the pump started intermittently not working. It was unknown which drug was being used in the pump.